Event description:
It was reported that the patient was hospitalized during the (B)(6) of 2025 with hypoglycemia. The patient could not remember their blood glucose levels just knew that they were low. The patient does not remember the length of wear for the pod but the pod site location was the arm. Symptoms reported include sweating and unable to think clearly. The patient does remember that a friend had call emergency services. The patient does not recall any diagnosis from the healthcare professional but does remember being given orange juice. No discharge date was provided, customer could not recall.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone16.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.